Manufacturer narrative:
The event of ipg replacement was reported to abbott. The patient stopped charging their ipg. As a result, the patient lost therapy and the ipg was deemed inoperable. Surgical intervention was undertaken to explant and replace the ipg. Effective therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain implant date. Further information was requested but not received. Attempts were made to obtain device information. Further information was requested but not received.

Event description:
It was reported that the patient stopped charging their ipg. As a result the patient lost therapy and the ipg was deemed inoperable. Surgical intervention was undertaken to explant and replace the ipg. Effective therapy was restored postoperatively.